Event description:
Patient was undergoing a pars plana vitrectomy with membrane peeling and internal limiting membrane peeling for a macular hole, left eye. While peeling the membrane, the surgeon closed the handle of the forceps. When he pulled the forceps out of the eye, one of the "jaws" of the forceps fell onto the sclera of the eye. The piece removed from the eye, surgeon examined the inside of the eye for debris, none found. Procedure completed without further incident. Patient to recovery room in good condition.